Event description:
Medtronic drug infusion system implant (B)(6) 2012, serial #(B)(4), model #8637-20 ,thomas (B)(6) hosp., dr. (B)(6). On (B)(6) 2015 patient became sick experiencing nausea, vomiting, diarrhea, chills and change in mental status (my dehydration caused confusion). My brother and sister drove me to (B)(6) hosp. They told the staff I had a medical pump (dilaudid and bupivacaine). I was admitted for 3 nights and given IV fluids. Fast forward (B)(6) 2015 I returned to see dr. (B)(6). Dr. (B)(6) manages my implant meds. I complained of increased pain in my legs and lower back. Dr. (B)(6) tried to refill my pump and discovered my pump stopped working on or before (B)(6) 2015. He then concluded my hospitalization was due to detox when pump quit. I could have died. The pump alarm never worked until two weeks after my pump quit. I hope to never to go through another detox again. I never remember being so sick in my life. Life expectancy 5 to 7 years . Stopped working on or before (B)(6) 2015. Detox without meds to help withdraw pain pump stopped working (no alarm warning).